Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) experienced pain and discomfort due to inappropriate therapy resulting from noise and oversensing. The patient was admitted to the hospital and defibrillation therapy was programmed off. The inappropriate shocks were suspected to be related to sense b noise and episode review was requested. A boston scientific technical services consultant agreed with the sense b noise assessment given the diminished r waves, saturated signals and return of normal qrs post shock. Myopotential oversensing was observed during provocations with the device programmed in secondary vector. Additionally, automatic setup was performed and secondary failed due to a score too low. Therefore, the physician has opted to replace this system with a transvenous device. The procedure has not been scheduled yet. The system remains in service and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.